Event description:
A nurse reported the intraocular lens (iol) was not implanted, the lens broke the capsule. Add'l info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Add'l info was requested by mail and fax on 07/08/2008 and by phone on 07/22/2008. This report was mailed to FDA on: 07/24/2008.